Event description:
It was reported the single use aspiration needle punctured through the sheath. The issue was found during a diagnostic peripheral sample rith robotic bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.